Event description:
A malfunction on the pump was reported by the caller. There was no adverse impact to the customer's blood glucose level. Technical support provided instructions to reset the pump and assisted the caller in doing so. After the reset, the malfunction did not recur, and the customer was advised to call back if it happened again.